Event description:
During baxter's evaluation, a device alarmed for a system error 105. There was no patient involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device evaluation found that the system error 105 was caused by a failed motor. The motor assembly was replaced.